Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6.

Event description:
Device has been explanted.

Event description:
Patient reported, left side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, opening, wear abrasion and crease fold. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify, crease smooth opening on radius and punctured opening on radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a crease smooth opening on radius assessed, to a fold flaw opening. Punctured opening on radius, due to surgical damage like.